Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 16x3.50 omega bare metal stent was selected and advanced to treat the target lesion. However, due to the vessel's curve, the stent was very difficult to pass the lesion site. After several attempts, it was noticed that the stent's edge was damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an omega stent delivery system (sds) and stent with no original packaging or other devices. There was contrast in the inflation lumen. The balloon was tightly folded with the stent secure on the balloon between the markerbands. There were multiple hypotube kinks. The fourth row of struts on the distal end of the stent was bent, flared and overlapping. The distal tip was damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage or reported crossing difficulty. Crossing difficulty cannot be confirmed via product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid right coronary artery (rca). A 16x3.50 omega bare metal stent was selected and advanced to treat the target lesion. However, due to the vessel's curve, the stent was very difficult to pass the lesion site. After several attempts, it was noticed that the stent's edge was damage. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.